Manufacturer narrative:
(B)(4). The device has not been returned for investigation. No issues or discrepancies were found in the device history record of product code (B)(4)/ batch 74a1602046 that can be related to the failure mode reported. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the surgeon used this suture on the patient, which was loaded in a suture device, the suture device came back with no needle, which was left in the patient's body. X-ray was used to find the needle. This action took an hour of time by using of the maximum limited given time for the radiation. The patient's condition is unknown at this time.